Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, patient experienced an itchy rash under the adhesive portion of the sensor. Patient reports that this has occurred on each of the sensors she has inserted. She reports that the rash appears approximately two hours after each sensor is inserted and turns into a bumpy scar. Patient consulted her endocrinologist about the rash. The endocrinologist recommended using a dressing on her skin. Patient reports that the dressing did not help. Dexcom technical support made three attempts to collect additional information from patient about the event, to no avail.